Manufacturer narrative:
This information has not been provided. Additional information has been requested. Implant date reported as (B)(6) 2010. Manufacture site and manufacture date could not be determined without a lot number. Could not be determined without a catalog number. Investigation could not be concluded, no conclusion could be drawn. No device was returned and no lot number was provided. Manufacturing records could not be reviewed without a lot number.

Event description:
Pt underwent a tplif procedure at l4-s. Pt was diagnosed with pseudoarthrosis and was returned to the operating room for revision. Surgeon noted pt had fused at l5-s1, removed the luminary spacer and performed an alif procedure at l4-l5. Upon removal, the spacer appeared to have been subjected to infection, however the pt did not have an infection.